Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. The device remains implanted.

Event description:
The device has been explanted and replaced. Treatment reported as anti-inflammatory analgesics.

Manufacturer narrative:
Clarification to partial date of event b3: aug2023 was provided.